Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; a) insertion tube leaking, b) bending section cover or distal sheath glue peeling, c) light guide lens was scratched and cracked, d) light guide tube coating was peeling, e) video cable had deep scratch marks, and f) video connector master case was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope, leak on the sheath. The issue was found during the reprocessing. There were no reports of patient or user harm associated with this event.   The subject device was subsequently evaluated by olympus. The evaluation uncovered that the insertion tube split open and the distal end bending section was detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to mishandling at the facility. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope 1 inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the electrical contacts on the video connector for corrosion. 3 inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 5 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.